Event description:
Description of event: caller reported patient's clip keeps breaking. Caller stated clip that keeps breaking is the clip-on patient's pants for patient's lifeline device and stated they need a new clip. Caller clarified this is a clip for patient's lifeline medical alert device (confirmed not related to patient's medtronic device) and stated they called the wrong company. Caller disconnected call to call correct company. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".